Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited low impedance. It was noted that the lead was connected to the generator and the impedance was less than 200 ohms. Then the lead was connected to the psa and the impedance was still less than 200 ohms. Upon review, it was discovered that the lead had a fracture, and it was decided to remove and replaced the lead. There were no patient consequences.